Event description:
It was reported that the device had a flashing service wrench and logged several fault codes in the memory indicating a critical failure. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control contributes to investigate the reported event.